Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer's current blood glucose level was 96 mg/dl. The customer stated that their blood glucose was low. The customer reported that the drive support cap appears normal or slightly indented. The customer cleared the alarm and then it alarmed again just motor error. The customer was able to complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.